Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a revision procedure to explant this patient's left ventricular (lv) lead, this right ventricular (rv) lead was pulled out during the explant of the lv lead. A new rv lead was implanted. No additional adverse patient effects were reported.